Event description:
It was reported to philips that the device experienced a co2 failure during patient use. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.